Event description:
The customer stated that she was hospitalized twice due to hypoglycemia. The customer's blood glucose reading at the time of the first event was 42 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.